Manufacturer narrative:
Correction: the device was not explanted as previously reported, the patient underwent revision surgery to re-position the internal magnet. This report is submitted on 9 june 2020.

Manufacturer narrative:
This report is submitted on february 26, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain following MRI (1.5t) subsequently a decision was made to explant the device on (B)(6) 2018. The patient was re-implanted with a new device during the same surgery.